Manufacturer narrative:
Concomitant medical products: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation results: visual inspection of the returned lens showed the lens was received in two pieces and a haptic was torn off with a piece of the optic and missing. There was a clear surgical residue on the device. (B)(4).

Event description:
The customer reported the haptic of the +21.0 diopter aq2010v silicone three piece lens tore off as the lens was placed in the eye. The lens was removed without altering the incision and there as no patient injury. The reporter stated the event was the result of a loading error.